Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Customer changed the set and she was at work and her blood glucose was 200mg/dl and acidosis was positive and she went home and changed the entire set and the cannula was bent. Customer stated that during the night she was not feeling well and her blood glucose was 200mg/dl again and positive for acidosis and had to go to the hospital around 7.00 am. Customer was treated with insulin drip also gave the medication to stop the vomiting. Customer was not started yet with auto mode. Customer¿s current blood glucose was 136 mg/dl but was not using the insulin pump yet as she stopped. The device will not be returned for analysis.